Manufacturer narrative:
MFR's investigation is ongoing. If add'l info is rec'd, a f/u report may be submitted.

Event description:
It was reported by the customer that the unit continued to zoom forward unintentionally. There was pt involvement; however, there were no adverse consequences reported.